Event description:
It is reported that the device was implanted in 2008. The device was revised the following month, due to thigh discomfort and the stem breaking.

Manufacturer narrative:
Eval summary: the stem fractured at the junction with the proximal body component. Sem analysis indicates that the fractured occurred by fretting fatigue. The package insert and/or surgical technique contains statements warning that device fractures may occur where excessive pt weight, excessive pt activity, and/or lack of proximal support are involved. The per indicates that the pt's weight exceeds the recommended weight for the stem that was implanted and the pt has a moderate activity level. Risk mgmt activity has been initiated to document the on-going investigation of stem fractures on this family of devices. Device history records indicate device mfg to spec. The returned prod meets spec where measurable in its current condition. Scanning electron microscopy analysis indicates that fatigue striations were observed from fracture origin to mid section, indicating that early crack growth occurred by fatigue. Beach marks are also seen on the fracture surface. Energy dispersive spectroscopy analysis of the taper stem material showed ti, al, anf v peaks typical of a tivanium alloy.